Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found white dust like contaminants on blower and in blower box,black fine dust like contaminant consistent with keratin found near blower seal. The manufacturer also found evidence of water ingress and mineral deposits on blower and in blower box. The device was applied power and the device operated properly. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes no evidence of sound abatement foam degradation and breakdown. The manufacturer also confirmed the presence of dust like contaminants, evidence of water ingress, and mineral deposits within the airpath. In the initial report clinical code for symptomp cough was not mentioned which has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.